Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient is in pain 24/7, and has no narcotics and is trying to stay off narcotics. The patient has fluid and swelling at the ins battery site. The patient talked to the doctor and the doctor is worried about this. It is unknown if any troubleshooting has been done. The patient stated the ins site is "killing them" because the battery must be rubbing against something in his back. The caller said the remote "won't do anything", patient clarified the caller cannot charge, when he does hook it up it takes him 4 days to get to 80%. The patient doesn't feel stimulation and current programming is doing nothing, he is getting no help from pain. The patient refused to troubleshoot and hung up prior to collecting additional information. The patient stated he has tried calling his healthcare provider (hcp) but they don't care and are doing nothing to resolve. The patient said he only has one setting and they wouldn't change it because they are worried about the fluid at the ins site. The caller is in pain and extremely upset and refused to unlock controller for any troubleshooting. No further complications were reported. No additional patient symptoms were reported.